Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute rx drug eluting stent. There are no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. There were no issues noted when removing the device from the hoop/tray. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. It is reported that stent dislodgement occurred during delivery to/at lesion (during advancement of the device). The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing the device to the lesion. No report that excessive force was used. It is reported that the stent dislodged, efforts were made to retrieve the device however an angiography showed the stent to be stable in the patient. It was reported that no other action was required at this time. The physician commented that the stent and balloon inner were not fixed firmly so this caused the dislodgement. There is no patient injury.